Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed fracture of the patella device. The reported metallosis was not confirmed. The investigation could not draw any conclusions about the root cause of the reported event based on the provided information. Provided information stated the patient presented with a broken patellar polyethylene component. He noted that the metal backing of the previously placed patellar component had been rubbing and he felt this caused the metallosis. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to a patella that "broke in half", osteolysis, and poly wear (patella). It is unknown how the fracture occurred.